Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis, although the jaws were closed, but they became half open. The surgeon tried to continue using the device, but as the jaws were half open, when being clamping the intestine, the jaws were unable to firmly clamp. The procedure was completed with another device. No patient injury.